Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Upon review, it was noted that the rv lead there was no evidence of noise and all other measurements were within normal limits. Troubleshooting options were recommended. The plan is continuing to be monitored.